Event description:
Pt experienced a hypersensitivity reaction two minutes into the treatment. Symptoms included burning in the feet, swelling in the face, watery eyes, and slight burning in the chest. Treatment was stopped and resumed with a second fil-20 dialyzer without further incident.